Event description:
It was reported that approximately 12 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with back and abdominal pain. The hospital performed a computed tomography (CT) scan which indicated the patient had an endoleak. The physician elected to correct the endoleak by implanting an infrarenal aortic extension. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to: greater than 15% change in aortic neck diameter (60%); aortic neck length less than 15 mm; an approximate 65 degree angulation of the blood lumen of the second lobe; and, an impending rupture state at implantation. Cautionary product use conditions that might have contributed to this event included: the severely calcified bifurcation; and, the inability to tolerate contrasted surveillance due to renal dysfunction and an allergy to contrast. This finding might have caused a delay in the diagnosis. Patient factors that might have contributed to this event included disease progression due to multiple, ongoing risk factors including current tobacco use. Cirrhosis, (B)(6) and the use of antiplatelet medication might have also contributed to this event due to the increase risk for bleeding complications. Immediately post operatively, there was evidence to support a complication of renal failure due to contrast nephrotoxicity, for which dialysis was initiated. Twelve months post implant, there was evidence to support: a progressive overlap reduction with an anterior shift of the components; and, a type iii b endoleak just below the inferior margin of the aortic cuff. There was an inferior cuff strut that was positioned 3-4 mm anterior to the lateral margin of the bifurcated stent. Also, there was an outward "folded" appearance of the main body above a small, calcified bifurcation. The anteriorly positioned strut was the most likely source of the endoleak. The secondary procedure was confirmed although its technical success was not demonstrated radiographically. The patient was discharged home on post-operative day two, with antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the likely root cause has been determined to be due to off label use of the device and patient's anatomy/condition based upon available information.